Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis registered nurse (rn) from a user facility reported the adhesive tape did not remain intact and came off the patient's arm. The needle dislodged from the patient¿s arm and caused a blood leak with an estimated blood loss of 700 ml. Follow-up was made with the user facility and confirmed there was no disconnect between the bloodlines and needle. The rn stated no patient adverse effects were experienced and no medical intervention was required as a result of the event, and the patient was able to complete treatment with new supplies on a different machine without further issue. The bloodlines used were fresenius. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
A hemodialysis registered nurse (rn) from a user facility reported the adhesive tape did not remain intact and came off the patient's arm 2 hours and 53 minutes into treatment. The needle dislodged from the patient¿s arm and caused a blood leak with an estimated blood loss of 700ml. Follow-up was made with the user facility and confirmed there was no disconnect between the bloodlines and needle. The machine did not alarm and the issue was detected during a quick patient check, and the patient was found bleeding, with a large amount of blood loss already noted. The rn stated no patient adverse effects were experienced and no medical intervention was required as a result of the event, and the patient was able to complete treatment with new supplies on a different machine without further issue. The bloodlines used were fresenius.

Event description:
A hemodialysis registered nurse (rn) from a user facility reported the adhesive tape did not remain intact and came off the patient's arm 2 hours and 53 minutes into treatment. The needle dislodged from the patient¿s arm and caused a blood leak with an estimated blood loss of 700ml. Follow-up was made with the user facility and confirmed there was no disconnect between the bloodlines and needle. The machine did not alarm and the issue was detected during a quick patient check, and the patient was found bleeding, with a large amount of blood loss already noted. The rn stated no patient adverse effects were experienced and no medical intervention was required as a result of the event, and the patient was able to complete treatment with new supplies on a different machine without further issue. The bloodlines used were fresenius.